Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain/right side") and genital haemorrhage ("abnormal, heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystoscopy. Concurrent conditions included dysmenorrhea and right lower quadrant pain. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, migraine, anxiety, depression, menorrhagia, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal distension, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:menorrhagia. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs+mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines were added. New events, patient information, medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/ pain/right side') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". The patient's medical history included cystoscopy. Concurrent conditions included dysmenorrhea and right lower quadrant pain. In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced abdominal distension ("bloating"), migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal, heavy bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, genital haemorrhage, abdominal distension, migraine, anxiety, depression and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2011: results: confirmed proper placement. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:menorrhagia. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: new events - "dysmenorrhea (cramping), abdominal pain and unilateral occlusion (left tube occluded) " were added. Outcome of the events "pain", "abnormal bleeding" were updated as "recovered/resolved." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain/ pain/right side') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". The patient's medical history included cystoscopy. Concurrent conditions included dysmenorrhea and right lower quadrant pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In 2012, the patient experienced abdominal distension ("bloating"), migraine ("migraines / headaches") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal, heavy bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, genital haemorrhage, abdominal distension, migraine, anxiety, depression and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, she sought treatment for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: confirmed proper placement. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records:menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: over the next several months, she sought treatment for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.